Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was not made available to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. We were not able to confirm the reported event as no part was returned for evaluation. Contributing factors were likely related to a design deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. A corrective action has been opened for this issue. However,

Event description:
It was reported that, during an ukr surgery, the inner part of a pin driver seemed to be worn out. The issue was resolved, without any delay, by using a back-up device. The patient was not harmed.